Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(4) dist. Recall coord. Voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A lot history review was conducted and it was determined that a device history record (DHR) was required. The lot met all release criteria. The monopty needle w/product packaging and label was returned for evaluation. The sample was returned w/the device partially primed. The arrow was not visible, but the cannula and stylet were partially retracted. During functional testing, the rotational knob was twisted slightly and the device became fully primed. The firing trigger was pressed and both the cannula and stylet advanced. The device could not be primed again. The device was dissembled and the cannula hubs were found to be broken. The investigation in confirmed for a break, as the cannula hubs and stylet hubs were found to be broken the returned probes. The investigation is inconclusive for failure to obtain samples, as the returned device could not be functionally tested due to the break. The root cause for this event was determined to be supplier related due to overprocessed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling and retrieval samples from the device.

Event description:
It was reported that during a breast biopsy, using three needles, the device jammed when attempting to collect tissue samples in normal breast tissue. The procedure was completed w/the third needle. A coaxial was not used during the procedure. There was no patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.